Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; therefore, the cause of the reported malfunction is undetermined. A lot number of the device was not known; therefore, a device history record review could not be performed.

Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2006 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown). According to the complainant, "the tip was frayed" the physician completed the procedure with another hydratome rx sphincterotome. No patient complications were reported as a result of this event, and the patient was reported as "ok" following the procedure.